Manufacturer narrative:
No blank display after battery installation. Pump received with an unresponsive keypad at all buttons. Unable to perform the displacement test, active current test, sleep current test, self-test due to keypad button anomaly. Used test keypad button downloaded history. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, found multiple stuck key alarms (61) on 06/08/2025 20:50:47.000, 06/08/2025 21:00:00.000, 06/08/2025 21:00:26. In file history. The pump was cut open to perform visual inspection and found heavy moisture damage¿on the electronic assembly.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail, serial number label missing. Blank display not confirmed. Buttons keypad anomaly and stuck button error alarms due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that buttons were not responding, blank display and pump was being exposed to water. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for button issue and the pump has not been exposed to altitude change. Troubleshooting was performed for display issue and it was found that battery cap contacts and battery compartment and/or springs were not damaged.no harm requiring medical intervention was reported. No return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.